Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection determined that the heater wire was slightly flexed at the tip of the hot jaw. The wire remained in place at the base and tip of the jaws. No other nonconformance was observed on the jaws. Based on the condition of the device as received, the reported failure "break jaw" was not confirmed. But was confirmed for the analyzed failure "bent- wire"

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was already broken upon opening packaging.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was already broken upon opening packaging.